Event description:
It was reported that post cardiac resynchronization therapy defibrillator (crt-d) system implant, an acute deep vein thrombosis (dvt ) in the right lower extremity occurred and the patient was administered antiplatelet medication. It was later noted, the right ventricular (rv) lead exhibited rising thresholds. The patient experienced shortness of breath and fatigue. A chest computerized tomo graphy (CT) scan showed pericardial effusion. Significant edema in upper left extremity was noted and an ultrasound showed acute dvt in subclavian, axillary, brachial veins. The patient was hospitalized. An echocardiogram showed moderate pericardial effusion. A repeat echocardiogram showed the pericardial effusion decreased in size, the patient was asymptomatic during evaluation for pericardiocentesis, therefore, the pericardiocentesis procedure was cancelled, anticoagulant medication was administered, and the patient was discharged. Additionally, it was reported that at the one-week post implant visit, the right ventricular (rv) lead exhibited elevated thresholds. At recheck three weeks later, due to an alert received, it was noted that the rv lead was capturing at maximum output due to severely elevated thresholds. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.